Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). Results: photos were inspected and evaluated showing defect. A sample was returned for evaluation. Visual inspection showing the defect confirming the indicated failure. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: no absolute root cause can be determined from investigation results without a lot number.

Event description:
It was reported that while removing needle shield of the 21 g x .75 in bd vacutainer® winged safety push button blood collection set before blood sampling the spring came out of barrel and caught in the IV needle protective shield. No serious injury or medical intervention reported.